Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small volume folfusor leaked at the fill port. This event occurred while filling the device with fluorouracil and nacl 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot 17k045 was manufactured october 26, 2017 - october 28, 2017. The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device due to an untightened distal luer cap. A functional test was performed by filling the device with water. During and after fill, no leaks were observed at the fillport. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.